Event description:
A discordant, falsely depressed, calcium (ca) result was obtained on a patient sample on a dimension exl 200 instrument. The result was reported to the physician(s). The customer used the same patient sample and instrument to perform repeat testing and obtained a higher result. The customer stated that the repeat result was correct and issued a corrected report to the physician(s). There are no reports of patient intervention or adverse health consequences due to the falsely depressed calcium (ca) result.

Manufacturer narrative:
A united states customer contacted siemens customer care center and informed that quality control recovered in range on (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022. Siemens noted the reagent probes (r1 and r2) and the optics lamp were operational. Siemens dispatched a customer service engineer (cse). Siemens verified the operation of the dimension exl 200 instrument and noted no issue. The cause of falsely depressed calcium (ca) patient sample result is unknown. The instrument performs according to specifications, and no further evaluation is required.